Manufacturer narrative:
Additional information received of the case and added in b5 and also the codes in h6. G3: date received by manufacturer in the initial medwatch was 06/04/2021 instead of 06/04/2020. Analysis and results: there are no previous complaints of this code-batch. We have received six different cases from the same customer regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples to analyze the 6 reported cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the result fulfils the requirements of the european pharmacopoeia (ep): 3.36 kgf in average and 3.06 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Furthermore, degradation test results conducted on the samples received fulfil b. Braun surgical requirement. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.77 kgf in average and 1.44 kgf in minimum. B. Braun surgical requirement is 0.40 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn suture, which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." According to the results of the samples tested and the batch manufacturing record review, the product complies with the specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidences. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Additional data received: there is information available of only 4 animals of the 6 reported. This case corresponds to the second animal, a cat of 10 months old. There was infection and dehiscence 5 days after surgery. It was a ovariohysterectomy surgery. Continuous suturing technique employed, surgical knot. The cat was resutured, healed and recovered.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that there was an inflammatory reaction in subcutaneous and muscular layer after surgery in six animals. This report is for the second animal. MFR report numbers for the other five animals are: 3003639970-2021-00283, 3003639970-2021-00285, 3003639970-2021-00286, 3003639970-2021-00287 and 3003639970-2021-00288. Additional data has been requested.